Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported, she has to press (+) button on her patient programmer hard multiple times in order to increase the amplitude. A replacement patient programmer was sent to the patient which resolved the issue.